Manufacturer narrative:
The device was returned to olympus for evaluation, and the device evaluation found the following: the bending tube is deformed, adhesive around light guide is peeled, switch 4 was worn. The scope connector cover, forceps elevator lever, right/left knob, forceps elevator knob, plastic distal end cover, up/down knob, switch 1, grip control unit, switch box, connecting tube were all scratched. Suction cylinder was peeled and shaved. Adhesive on bending section cover was chipped. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of pre cleaning, the air / water nozzle was flushed with air and water, there were no abnormalities in the accessories used for reprocessing, the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, and there were no noted concerns about the reprocessing. Based on the results of the investigation a definitive root cause could not be established for foreign material and could not conclusively specify the root cause of the foreign material remained in the device. A device history review found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. This issue is addressed in the instructions for use (IFU): "IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object inside nozzle. There were no reports of patient involvement.